Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 437 mg/dl at the time of incident. The customer¿s other blood glucose value was 200 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump had insulin flow block alarm. Customer is reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.